Event description:
The customer reportedly received the following results on the accu-chek compact system within 10 mins: 188mg/dl, 89mg/dl, and 85mg/dl. No actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.